Event description:
It was reported that high pacing threshold was observed. Upon review of the x-ray, micro-dislodgement was noted. During explant, the tip of the lead broke off and remains in the apex of the heart. The lead was replaced and the condition of the patient was good after the procedure.

Manufacturer narrative:
No medwatch form was received.